Event description:
I have used the omnipod insulin pump successfully for years with no problem. Recently I have developed an adhesive allergy to the adhesive that holds the insulin pod in place. It is extremely itchy and when removed leaves angry red, itchy, bumpy rash in the shape of the pod that was attached. Even with putting cortisone and antibiotic creams the rash takes weeks to completely go away. The omnipod has been a life-changer for me so I wish a hypo-allergenic adhesive could be developed. I also wear a dexcom continuous glucose monitor but have no reaction to that adhesive. Please note this adhesive allergy seems to have begun with a new shipment of pods in new packaging, manufacture date (B)(6) 2016. My endocrinologist stated he has had an increased number of similar complaints recently and speculated perhaps the adhesive was changed. I have had type 1 diabetes for 28 years and these tools are critical to those of us who depend on them. Others in the online diabetes community are having very similar adhesive allergies.